Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 790 mg/dl while wearing the pod between 36 and 48 hours on the arm. Symptoms reported include nausea and dizziness. The patient was treated with insulin injections. The patient was released on (B)(6) 2026. The pod was removed and discarded at the hospital.

Manufacturer narrative:
Physical device was not received for analysis. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.3. Cloud - hardware iphone16.2. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The correlation to action #(B)(4) could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #(B)(4).